Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were put into the incorrect header ports. The day after implant the leads were switched and put into the correct header ports. The leads remain in use. No patient complications have been reported as a result of this event.